Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement order of an adc device. The replacement was initially issued due to the sensor detaching prematurely, however, the replacement was not delivered. The customer was unable to monitor glucose and experienced sweating and loss of consciousness. The customer required treatment of two glucagon injections by a third-party. There was no report of death or permanent injury associated with this event.